Event description:
The customer observed a falsely elevated architect stat high sensitive troponin-I result for a female patient at the customer¿s unilabs site in langnau. The following data provided (customer's reference range: < 20 ng/l): on (B)(6) 2022 at 9:10: sid (B)(6): < 2.0 ng/l, repeat: < 2.0 ng/l. On (B)(6) 2022 at 10:25: sid (B)(6): 21.6 ng/l, repeat result: 2.1 ng/l (expected result). On (B)(6) 2022 at 12:30: sid (B)(6): results: < 2.0 ng/l, repeat results: < 2.0, < 2.0 ng/l. All patient ids tested were from the same patient. There was no impact to patient management reported.

Manufacturer narrative:
Postal code: (B)(6). This report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation for falsely elevated architect stat high sensitive troponin-I results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not performed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. A review of tracking and trending did not identify any related trends for lot number 39561ud00 and the complaint issue. Customer field data was used to assess the performance of the architect stat high sensitive troponin-I assay using worldwide data. The review shows that the median patient result for lot 39561ud00 is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. The device history record was reviewed and did not identify any non-conformances or deviations associated with the reagent lot 39561ud00 and complaint issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency for architect stat high sensitive troponin-I reagent lot 39561ud00 was identified.